Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system had a stored signal artifact monitor (sam) episode which revealed noise that was being oversensed related to the respiratory rate trend (rrt) sensor. Pacing lead impedances during the stored episode were noted to be all within range however, the next day after the stored sam episode there were out of range right atrial (ra) lead impedance measurements measuring greater than 3,000 ohms. Technical services (ts) provided troubleshooting options and recommended x-rays. Additionally, the health care professional (hcp) inquired if this system is magnetic resonance imaging (MRI) conditional and ts informed if the lead is compromised it does not meet MRI conditions. At this time, the system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system had a stored signal artifact monitor (sam) episode which revealed noise that was being oversensed related to the respiratory rate trend (rrt) sensor. Pacing lead impedances during the stored episode were noted to be all within range however, the next day after the stored sam episode there were out of range right atrial (ra) lead impedance measurements measuring greater than 3,000 ohms. Technical services (ts) provided troubleshooting options and recommended x-rays. Additionally, the health care professional (hcp) inquired if this system is magnetic resonance imaging (MRI) conditional and ts informed if the lead is compromised it does not meet MRI conditions. At this time, the system remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported this right atrial (ra) lead also exhibited high thresholds. Subsequently, the lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.